Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-06172. It was reported the patient is experienced ineffective therapy due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced to address the issue. Effective therapy was established post-operatively.